Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose was 235 mg/dl. The customer stated that she had been outside and the weather had been hot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip.